Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was sending error messages that were incorrect. The reporter did not specify what the error messages were. Troubleshooting could not be completed at the time of the call. Customer technical support made attempts to contact the reporter to complete troubleshooting, without success. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.